Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty communicating rc to ipg after a major spine surgery. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to hospital policy.